Manufacturer narrative:
Outcomes to adverse event: pain, inflammation, ilius. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
A multi-center retrospective observational study was conducted to obtain post-market clinical data for medtronic spine implantable devices. This data was queried and grouped based on the specific medtronic system used in the surgical procedure and analyzed to establish real-world evidence (rwe) for the performance and safety of the device in question when used as part of standard clinical practice. This data collection is one part of ongoing post-market clinical surveillance activities that are intended to confirm and monitor the safety and performance of the device. This report summarizes the clinical data obtained by medtronic as part of this retrospective observational study. Data obtained as part of this study was provided to in a de-identified format and thereby provides no patient or product specific identifiers. Total patients: 59 (male: 26, female: 33), ages: 42 years to 80 years, bmi: 23 kg/square-metre to 43 kg/square-metre procedure involved: anterior lumbar interbody fusion (alif), oblique lumbar interbody fusion (olif), transforaminal lumbar interbody fusion (tlif), posterior spinal fusion (psf). Levels operated: lumbar, lumbar-sacral. As per this clinical evaluation report, it was reported that a total of 59 patients having a clinical diagnosis and documented surgical implantation of the alleged spinal system were followed-up. Based on the radiographic diagnoses, patients were stratified into one of three evidence groups for analysis: degenerative disease (40 patients), deformity (13 patients) and failed fusion (6 patients). Post-op, the following adverse events were reported: in the degenerative disease group, 9 patients were recorded to have suffered from adverse events (ae). In this group, a total of 20 aes, of 7 different types were recorded. The following are the most relevant adverse events reported in this group with the number of events mentioned in brackets "()": events related to spine fusion surgery: adjacent segment changes (8) and new or worsening pain (6). Revision surgery: 2 patients were recorded as having undergone revision surgery. Causes for the revision surgeries are as follows: adjacent segment changes (2). Other aes that may be related to general surgery and/or spine surgery: pulmonary inflammation (1) and ilius (1). In the deformity group, 4 patients were recorded to have suffered from adverse events (ae). In this group, a total of 8 aes, of 3 different types were recorded. The most relevant adverse events reported in this group were the events related to spine fusion surgery: adjacent segment changes (3), new or worsening pain (4). In the failed fusion group, 1 patient was recorded to have suffered from 2 adverse events (ae). The patient suffered from adjacent segment changes and new or worsening pain. These events were reported to be related to spine fusion surgery. In this retrospective observational study, all the 51 patients across the 3 groups, who had radiographic notes specifying fusion status in at least one of the follow-up time points, achieved successful fusion. Among the 59 patients included in this report, 14 patients were recorded as having at least one ae. There were 2 cases of revision surgery and no cases of pseudoarthrosis noted. The two revision surgeries were due to adjacent segment changes and were not expected to be directly related to the spinal system in this study. No serious aes were reported. Other reported aes were known complications associated with spine fusion surgery or general surgery. Overall, the results from this retrospective observational study indicate that the alleged spinal system is safe and effective when used as intended. No new or emerging risks were identified.